Event description:
Customer reported that he underwent an unspecified hernia repair in 2006. Two days later, the incisional area appeared reddened. After several days, he was treated with a course of penicillin. It is reported that the incisional area became painful and he was prescribed pain medication after 5 or 6 days. The patient was again seen in the following month, and was admitted for the surgical removal of an abscess. The customer reports that the "whole hernia kit" was removed at that same time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.